Event description:
A falsely elevated troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated and a negative result was obtained.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevatedtroponin I result.

Event description:
It was reported that the patient has expired. It was learned that the patient expired due to stroke and mitral endocarditis.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The patient also had another device implanted. Device not returned.